Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0297046. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) there was tubing defective/damaged and leakage at adapter and tubing. The following information was provided by the initial reporter and translated to english. The customer stated: "nurses do preoperative preparation, the use of closed anti-needle stabbing intravenous needle for its lien puncture, the establishment of intravenous channels. There was a puncture found at the rear y-type line of the lien needle, resulting in blood overflow, so we removed the retention needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) there was tubing defective/damaged and leakage at adapter and tubing. The following information was provided by the initial reporter and translated to english. The customer stated: "nurses do preoperative preparation, the use of closed anti-needle stabbing intravenous needle for its lien puncture, the establishment of intravenous channels. There was a puncture found at the rear y-type line of the lien needle, resulting in blood overflow, so we removed the retention needle."